Event description:
Fragments of a broken device were generated. The procedure was successfully completed. Concomitant devices reported: unknown plate (part#unknown, lot#unknown, quantity 1), unknown screw (part#unknown, lot#unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the 1.0 drill bit was broken at the time of performing the perforation. The surgeon was able to remove the drill bit from the patient. No further information provided. This report is for one (1) drill bit ø1 l46/34 2flute. This is report 1 of 1 for (B)(4).